Event description:
It was reported that this right ventricular (rv) lead showed an unspecified product performance issue. No further information was provided. This rv lead remains in service and no adverse patient effects were reported.